Event description:
Surgeon was performing a laparascopic sigmoid colon resection. A 29mm stapler was inserted into the bowel per surgeon with a purse string. The anvil dislodged and was sucked up through the bowel. The physician searched and found the anvil further up the bowel. The anvil was fed through the bowel to the anastomotic site and sutured into place. Bowel leakage into the abdomen occurred during suturing. The stapler was inserted through the rectum and attempted to connect with the anvil 3 times and eventually fired. Upon checking with the proctoscope a leakage was noted proximal to the site. Reexcision of anastomotic site was performed with a new 29mm stapler.